Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not remove the air from the cartridge, customer technical support educated customer in regard to the air removal step. Reportedly, the customer would load a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.